Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed error test and self-test. The insulin pump had multiple alarms in alarm history screen due to corrupted history file. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's health care professional called to report that the insulin pump experienced multiple unexpected restart alarms. Customer's health care professional also reported that the pump's displayable history crc check failed on startup. Customer's blood glucose levels were not included in the report. Product is being replaced.